Manufacturer narrative:
The meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On october 1, 2015 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2015 at approximately 10:14am when a reading of 165mg/dl was obtained using the subject meter compared to a reading of 131mg/dl obtained using another device (brand unknown), both readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lifescan's criteria for accuracy. The patient manages her diabetes using pills, diet and/or exercise, and denied making any changes to her usual diabetes management routine in response to the reported issue. The patient stated experiencing symptoms of shakes, confusion and light-headed right away i.e. At the same time as the alleged issue began and reportedly received hcp treatment of IV fluids in the emergency room (ER) on (B)(6) 2015 at 11:00am in response to the reported issue. The patient confirmed that her blood glucose was measured using an ER/hospital meter with readings of 130 and 131mg/dl, although the time of the results was not known. At the time of troubleshooting, the csr determined that the unit of measure was set correctly at time of testing and an approved sample site was being used. Replacement products have been sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up #5. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed testing and the reported issue was not confirmed; however, the previously noted secondary issue of an error 4 still stands. In addition, a device history record review was also performed on the subject meter lot. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 4: supplemental sent to correct information omitted in follow-up #3; a DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed the performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2. This supplemental is being sent to include information omitted from follow-up #1. A secondary issue was also noted during retain test strip analysis. When the test strips were tested with blood, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.